Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, brown particles, fold creases and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified wear abrasion, and an extended sharp opening on the posterior side in the same location of crease assessed as fold flaw opening and a striated opening on the anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. A curved striated opening assessed as surgical damage.

Event description:
Health professional reported left side "mass (on bottom pole) and feeling of pain... Extracapsular rupture was observed... Implant was ruptured and it leaked outside." Device has been explanted

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "suspicion of seroma and the patient was nervous about alcl".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "mass (on bottom pole) and feeling of pain... Extracapsular rupture was observed... Implant was ruptured and it leaked outside." Device has been explanted.